Event description:
During product evaluation, the pump's air-in-line printed circuit board channel b and c was found to be out of specification. There was no pt injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Eval summary: the condition of an out of specification air-in-line printed circuit board on channel b and c was confirmed. The air-in-line printed circuit board was replaced.